Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had errors and users were unable to login to the station. A field service engineer replaced all in one (aio), installed a new hard drive, configured the station, and installed remote support service (rss) and component manager. Also replaced the docking board for all in one (aio) and the power supply. After completing the repairs, the station was fully communicating, and the customer was able to log in. No failures were observed, and the station was operating as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was unable to login to the station. An unexpected data error occurred and was unable to open database. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.